Manufacturer narrative:
Patient''s weight unk. Other relevant history unk. The tightrail guardian was returned and evaluated. Visual inspection found minimal biologics at the distal tip. During functional testing, the device performed as designed and operated as intended. Damage to non-targeted lead is a known risk of complication with use of the tightrail guardian device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to redundancy. A right atrial (ra) lead was present in the patient as well, but was not initially targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 11f tightrail guardian motorized dilator sheath to begin the procedure. Advancement was made to the clavicle, then progress stalled. The ra lead, which was not prepped for lead extraction, was coiled in front of the actively dilating tightrail guardian, which resulted in the ra lead being cut. Further progress stalled, so the physician used femoral snaring techniques to grab the rv lead to finish the extraction. However, due to lead on lead binding, the ra lead was almost pulled out along with the rv lead. Both leads were successfully removed; re-implantation of new ra and rv leads was completed. The patient survived the procedure. This report captures the 11f tightrail guardian which cut the ra lead, requiring re-implantation of a new ra lead. There was no alleged malfunction of any spectranetics devices in use during the procedure.